Manufacturer narrative:
(B)(4). The complaint rt340 adult dual heated evaqua breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that an rt340 adult dual heated evaqua breathing circuit failed the ventilator leak test. This was observed before use on a patient.